Manufacturer narrative:
The device history records were reviewed for both reported lot numbers and show the products met manufacturing specifications. Seven unused samples were returned to kimberly-clark for evaluation, but no lot number associated with the samples was provided. Evaluation is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "distributor called stating the sponges were coming off in the patients' mouth. There was no patient injury." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).